Manufacturer narrative:
Investigation conclusion: investigation pending

Event description:
Caller alleging discrepant inratio value. (B)(6) 2015, inratio = 3.6, time between inratio test and the md poc < 5 minutes. (B)(6) 2015, md poc = 1.4, time between the md poc and the lab draw < 5 minutes. (B)(6) 2015 lab = 9.6. Patient's therapeutic range 2-3. Patient self tester went to the hospital for a nose bleed on (B)(6) 2015 where he was given a vitamin k injection and had his nose packed to stop the bleeding. No additional information provided.

Manufacturer narrative:
Corrections: adverse event was omitted from initial MDR. Serious injury was omitted from initial MDR. Additional information: investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 360632, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. Further investigation into discrepant low > 4 inr cases will be pursued under CAPA-(B)(4).